Event description:
It was reported that the patient presented for follow up. Upon review, the left bundle branch area pacing lead exhibited inadequate capture threshold and far p-wave oversensing. Diagnostic imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, far p-wave oversensing and inconsistent capture threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of far p oversensing and inconsistent capture threshold were not confirmed. Electrical testing was normal. No problem detected.